Manufacturer narrative:
(B)(4). There was no patient contact reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that the intraocular lens (iol) was wasted. In follow-up, it was clarified that the lens had a hair in or on it from packaging. The surgeon opened another lens. Reportedly, there was no patient contact. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer for evaluation. The reported complaint of ¿wasted¿ and ¿hair¿ could not be confirmed. The iol was visually inspected and the surface of the lens showed fibers, particles and some depression marks which indicate that the unit was handled and prepare for surgical use. In addition, one of the haptic was broken and the other haptic is missing from the optic. In addition, the folding carton was visually inspected and revealed no damages were observed. The direction for use (dfu) states the following: prior to implanting, examine the lens package for type, power and proper configuration. Open the peel pouch and remove the lens in a sterile environment. Examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. The manufacturing record review was performed. The product was manufactured within specifications. There are no associated deviation or non-conformity reports found in the manufacturing record review (mrr). The units were released according specification and in compliance with the product intended use as required. The review of the materials / process manufacturing instructions in the change control system revealed that the product was manufactured as required. The documentation shows that the production order was manufactured according to specifications. The product met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted.